Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous left anterior descending artery that is 99% stenosed. The 2.75x8mm nc trek neo balloon dilatation met catheter (bdc) met resistance with anatomy during advancement; however, once at the lesion the bdc was inflated. At the second inflation the balloon ruptured at 8 atmospheres. Another nc trek balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during second inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.